Event description:
It is reported that the surgeon was trying to engage the continuum trial liner with the screw provided. The screw would not lock the trial liner in the continuum cup. It disengaged several times and never locked the trial liner into the shell.

Manufacturer narrative:
Evaluation summary: the devices in question were not returned, therefore no analysis was possible. It is unknown if the instructions per the surgical technique were followed. The provisional locking screw is designed so that the screw can be disassembled from the provisional liner for device cleaning and reprocessing. The screw may have disengaged from the liner during liner insertion if the screw was not properly aligned with the mating threaded hole in the implant/provisional shell and pressure applied to the liner. Given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.